Event description:
It was reported that pump generated cartridge alarm 30 and customer experienced cartridge alarms with consecutive cartridges, and customer also emailed about processing of loaner pump agreement forms related to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, customer technical support arranged pump replacement and processed out-of-warranty loaner pump after receiving a legible, signed agreement form, corrected the loaner pump return date in the case, and continued email follow-up to confirm receipt of the updated form.